Event description:
During use of the device, prior to the onset of cardiopulmonary bypass, the user observed a false "level disconnected" error message. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.